Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaws. Nothing detected from device but the silicone did peel away from the metal of the jaws. The insulation didn¿t detach completely. Unsure whether the cautery was inserted correctly, with toes up. No added incisions or time. The case was completed using a new kit. No patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(6). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 07/08/2022. An investigation was conducted on 07/26/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the clear silicone of the jaws and heater wire. The clear silicone insulation on both jaws was observed to be intact, with no visual defects or signs of peeling observed. The heater wire was observed to be flexed away from the hot jaw from the base with detachment at the tip of the hot jaw. No electrical testing was conducted due to the damage of the hot jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was not confirmed, however, the analyzed failure "material twisted/bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.